Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device was overheating. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all assessments. The reported condition was not duplicated or confirmed. However, it was observed that the device failed the thermister assessment. During repair, it was observed that the thermister was cracked. The issue related to the failed thermistor is currently being investigated; therefore, an assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: reliability engineering performed additional investigation and determined that the device seized when the trigger was pressed. It was further determined that the saw head ratchet was not able to rotate. The investigation is still in progress. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: reliability engineering performed additional investigation and determined that the thermistor was cracked and functioned intermittently. The cracked thermistor was visually evaluated and there was no evidence of how or when the crack occurred. The cause for the observed cracked thermistor was not determined. Therefore, an assignable root cause could not be determined. It was determined that the thermistor was likely cracked before or during the assembly of the handpiece, but was not visually or functionally detected due to its small size and intermittent operation. If additional information should become available, a supplemental medwatch report will be submitted accordingly.